Event description:
The haptic of the lens was found broken upon opening the lens carrier.

Manufacturer narrative:
Results: the lens was returned in the open carrier, missing the pouch, with one of the haptics bent. Due to the condition in which the lens was received, the cause for this malfunction cannot be determined.